Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 400 mg/dl and the current blood glucose value was 169 mg/dl. Troubleshooting was performed and later it was declined. The customer was using the insulin pump system within 48 hours of the reported high blood glucose event. The auto mode feature was not active at the time of the event. The treatment for high blood glucose were multiple daily injections and hospitalization. The symptoms the customer reported at the time of the hospitalization event were feeling sick/unwell, increased thirst, and vomiting. The reason for hospitalization was high blood glucose. The hospitalization treatment was hospitalization overnight stay. The customer treated for high blood glucose was the manual injection/insulin pen and fluids. The customer received an alarm during the call about the delivery being stopped and to change the battery that turned into a blank screen when placing the new battery in the pump it would keep looping back to the medtronic logo and insert battery followed by a blank display again led up to the event. The customer reported the blank display and the display was blank at the time of the call. No further patient complications were reported. The customer was instructed to revert to the backup plan per health care professional instruction and the insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer returned pump for an alleged missing pump cap, blank display, flashing medtronic logo and was hospitalized for high bgs found on (B)(6) 2024 (per ss event date). However, as per customer's note: customer returned pump for an alleged missing pump cap, blank display, flashing medtronic logo and was hospitalized for high bgs found on 28-jan-2024. On (B)(4), svn#: (B)(6)- customer returned pump for an alleged blank display and was hospitalized for high bgs/dka found on (B)(6) 2024. The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. The pump was monitored for several hours, no blank display and flashing medtronic logo noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the ss event date of 27-jan-2024, there is no unexpected alarms/suspends and no bolus delivery noted. In further full review of the pump history/traces on the customer's event date of 28-jan-2024, there is no unexpected alarms/suspends and no bolus delivery noted. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. There were no unexpected pump errors/alarms noted 1 week prior to the ss event date of 27-jan-2024 and customer's event date of 28-jan-2024 in the formatted history file.  Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25 alarm, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file on the ss event date of 27-jan-2024 and customer's event date of 28-jan-2024. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.3 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received with the original battery cap. No cracked/damaged/missing battery cap/pump cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. The force sensor is within specification and the motor functioning properly. Customer alleged for missing pump cap, blank display and flashing medtronic logo were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.